Event description:
Linear cutter placed on lung tissue for wedge resection - stapler did not fire. Removed stapler. Replaced with 2nd stapler which also did not fire. Tissue damaged. Pt had a lobectomy. Ethicon rep notified of incident 1/18/2000.